Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-01399.

Event description:
The patient was undergoing a coil embolization procedure in the right middle cerebral artery (mca) using penumbra smart coils (smart coil), a penumbra smart coil detachment handle (handle) and a non-penumbra microcatheter. During the procedure, the physician advanced a smart coil into the aneurysm and attempted to detach it using the handle; however, the smart coil failed to detach. The physician then removed the handle and tried using two new handles to detach the same smart coil, but the smart coil still failed to detach. Therefore, the smart coil was removed. The physician then successfully placed a new smart coil into the aneurysm using the first handle. Afterwards, a new smart coil would not advance past the friction lock within its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using another coil and the same microcatheter. There was no report of an adverse effect to the patient.